Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, nothing was holding the button down at the time of the alarms. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 301 mg/dl and was addressed with a bolus via another pump. The customer confirmed that an alternate method of insulin delivery was available.